Event description:
A user facility reported that the lma-proseal has a hole in it. The physician stated that it looked like it had a defect in the rubber on the side that faces the epiglottis, but they used it anyway. The mask did not hold inflation air after it was inserted into the pt so they removed the lma-proseal and used another lma. It was reported that there was no pt problem or injury. The user facility has returned the lma for eval.